Event description:
It was reported via repair work order that the headend lift was functioning intermittently due to wiring harness #2 malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.